Event description:
The suspect device was used on a neonate and the device results did not correlate to the lab. The device result were 39, 60 and 40 mg/dl. The corresponding lab results were 16, 31 and 21 mg/dl. Controls were in range. No treatment provided to the patient. The reporter declined to have the device replaced.